Event description:
Pt presented with a past surgical history of undergoing a left knee arthroscopy during 1995. She subsequently underwent hemiarthroplasty of the left knee. She presented with complaints of a several month history of left knee pain and chronic recurrent left knee effusions. The pt reported that she had to restrict household ambulation, which required the use of a cane or walker. She failed non-surgical conservative treatment. The pt was admitted to the hosp for placement of a total knee prosthetic device. The hemi-arthroplasty was performed by another surgeon.